Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, requiring placement of a chest tube. The biopsied lesion was located in the right upper lobe. There were no issues with the ion system during the procedure. The initial reporter was unsure if the ion portion of the procedure was completed.